Event description:
Port inserted on 12/13/93 for chemotherapy admin. Removed on 1/24/94 & a different catheter inserted. Noted abscess at old site in 9/94. Foreign body discovered & removed on 4/7/95. Foreign body appears to be the catheter locking mechanism from the port inserted in 12/93. Foreign body removed without complication & pt doing well.